Event description:
The ventilator was returned to the field service center for a scheduled preventative maintenance. The field service center reported that the ventilator's turbine was not working. It is unknown if the ventilator alarmed when the reported problem occurred.